Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient. The ft3 result from the cobas e601 analyzer was 9.5 pmol/l. On (B)(6) 2014 the sample was sent to another laboratory and tested on an abbott architect and the result was 4.7 pmol/l. All of the results were reported outside the laboratory. The patient was not adversely affected. Samples from the patient were submitted for further investigation.

Manufacturer narrative:
For the medication hydroxycobalamine: "last dose (B)(6) 2014, commenced 2008, inject every 3/12". This event occurred in (B)(6).

Manufacturer narrative:
Samples from the patient were submitted for further investigation and an unspecific interfering factor was identified. This interference is described in product labeling.